Event description:
It was reported that the line was being placed into the patient's right subclavian vein in the cardiac cath lab. The patient could not sit flat and was at 70 degrees on three pillows and a wedge. Marked respiratory distress noted. They opted to access central venous system via rscv. The patient was prepped and draped and lidocaine was given and used an 18fr standard needle. One attempt at right scv and was accessed without difficulty. The arrow sheath was introduced. Next, they entered the vein laterally 1cm to initial point also with one stick. They tried to advance the gambro sheath but could not advance over 0.035 the wire. Inserted a 6fr introducer and then switched to a 0.025 wire and still could not advance the gambro sheath (no support). The physician elected to insert the pa catheter into the arrow sheath at that point. The considered the possibility that the arrow sheath was kinked and elected to pull it back 1cm. In pulling back (with normal pressure) the hub separated from the sheath and the sheath could not be retrieved. It was not bleeding. He decided that it could not be reached via the small opening and vascular surgery was called. Anesthesia was called and the patient was intubated in order to get better control of the situation. As well, this would be the only way to remove the remaining fragment. In the meantime, the other wire and 6fr introducer were removed. The explanation for the separation is not clear. The possibility that the second needle tore the first sheath was entertained but there was no evidence to suggest this. The introducer was fairly easily removed by the vascular team. The two parts were carefully inspected and there were no holes seen. The tear was clean but at an angle. One gram of vanco was given and the site was closed and a decision was made to re-access the system via the right internal jugular.

Manufacturer narrative:
(B)(4). On (B)(6) 2015 the patient was extubated and up in a chair and taking an ada diet. He was downgraded to c4. Renal function appears to be improving.